Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using prismaflex hf sets, shortly after the patient was connected, a ¿blood leak detected¿ alarm was triggered. At that time, the effluent line showed visible red blood. The therapy was immediately stopped, the blood was not returned, and the patient was disconnected from the prismax device. The patient lost 189 ml of blood due to a positive blood leak in the filter, and in accordance with their policy, the blood was not returned in such cases. The patient required.